Event description:
It was reported that the patient had an episode of ventricular tachycardia (vt), which the device diagnosed as supraventricular tachycardia (svt) and withheld therapy. The patient presented to the clinic and device reprogramming was done. The patient was asymptomatic.